Event description:
It was reported that the external pulse generator did not pace constantly. The generator was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary (B)(4): the generator was returned and analysis was unable to confirm the customer comment that the device did not pace constantly. Analysis also found the lower case broken and the battery contacts compressed. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the external pulse generator did not pace constantly. The generator was returned for repair. No patient complications have been reported as a result of this event.